Event description:
Event description cpi received information that this selute picotip lead had dislodged. The device was reprogrammed and measurements are acceptable. No further information is available.